Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the sapien valve was implanted successfully, a rupture at the right common femoral artery (rcfa) occurred when the sheath was removed. The rcfa was accessed via cut-down and the dilators were sequentially used prior to insertion of the 22 fr sheath. After successful valve deployment and hemodynamic instability due to extended pacing during deployment, the physician attempted to remove the 22 fr retroflex sheath and it was adhered to the vessel wall. A 32cc coda balloon was inserted and gentle withdrawal of the sheath was attempted. Intra-arterial papaverine was administered through the sheath and it was able to be removed. When the sheath tip was removed from the area of the common femoral and external iliac arteries, the patient's bp dropped by 20 mmhg and contrast injection revealed a rupture. The coda balloon was inflated, two units of blood were administered and the vessel was repaired with two 10 mm x 100 mm gore viabhan stents. Final angio revealed a patent vessel and the perforation was completely sealed. The patient was sent to the sicu intubated and in stable condition.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site; however, there was no report of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the minimum luminal diameter at the site of the dissection was 7.0mm, and the vessels were noted to be mildly calcified. Borderline access vessel size and lengthy sheath dwell time were indicated as the likely root cause for the reported dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.